Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) 3 to resolve the error. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the customer reported to technical support engineer (tse) while using a single port (sp) system, that there was a reported error on patient side manipulator (psm) 3. The customer rebooted the system to resolve the issue; however, the surgeon preferred to convert the procedure with a da vinci multiport system to continue the procedure. The procedure was converted to another dv system. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the reporter confirmed that the problem occurred during the first and only procedure performed with the sp0459 system. The procedure was converted from single port to a multi-port xi system due to the system issue during the partial nephrectomy.